Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device burned the patient.

Event description:
It was reported that the device burned the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: shaft got so hot that it burned the patient . Probable root cause: inappropriate selection of power by user. Wrong default setting. Power output variation. Console error. Use error.